Manufacturer narrative:
(B)(4). The hernia surgery occurred on an unspecified date in (B)(6) 2015. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an abdominal hernia (right side) coincident with peritoneal dialysis (pd) therapy. It was reported the hernia was diagnosed two months prior to the start of pd therapy. It was unknown if the hernia worsened with pd therapy; however the caregiver reported the hernia became more painful with pd therapy. The cause of the event was unknown. It was reported the patient was hospitalized for the event. Treatment for the hernia was a hernia surgery. At the time of this report the patient was recovered from this hernia event. Pd therapy was "stopped for a short while" during recovery and then restarted (the same month as receipt of this report). No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. Internal and external visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No issues were found during evaluation that would cause or contribute to the reported hernia. Should additional relevant information become available, a supplemental report will be submitted.